Event description:
It was reported that during a lap colon procedure, the tissue pad fell off when the device was placed on the mayo stand after it was used. They used another like device to complete the case. No adverse patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.